Event description:
Four patients received staples on their incision line. Within 24 to 48 hours all four patients had staples lying in their dressing that had fallen out of the incision line. Two of the four patients required treatment at our wound care center to help the incision close.health professional's impression: all of the md's were questioned about the operation of the stapler and all stated that the stapler appeared to not have any problems when they were operating it.manufacturer response: for stapler, skin, 1 proximate plus md.at this time we have removed all lot numbers that were available for use and replaced them with a new lot number. Manufacturer is investigating.